Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had compromised force sensor system alert and insulin squirt out during manual prime. Customer was disconnected during prime. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded or flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify compromised force sensor system alarm due to motor error alarm. The test infusion set and reservoir does lock into place.